Event description:
Customer reported device failed to alarm upon completion of heparin. Patient was without medication for an undetermined amount of time. Intervention reported with additional lab work and meds required. Although requested, no further information has been provided. The site was contacted and additional event information indicated: heparin infusion on pump displayed "infusion complete" but was not alarming. Nurse restarted patient's heparin at patient's current rate of 1050 units/hr. Ptt lab result showed below therapeutic range. The patient received a bolus of heparin. The infusion rates were increased on the pumps. After treatment, the patient's ptt was >212 twice, patient's hct dropped from 30 to 14. Heparin was held and labs were repeated several times. No harm came to patient. Patient went to hemodialysis and later patient's hct returned to 30 and ptt was 60. Patient's heparin gtt was restarted. Patient was asymptomatic, but required repeat labs and adjustments. Nurse notified the facility's biomed and pumps were replaced. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 10/14/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. Pump event logs, pc unit event logs and data set have been received for investigation. A follow up report will be submitted with any new relevant information.